Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold and decreased r-waves were observed. Lead repositioning was attempted, but failed due to the helix being unable to extend. The lead was explanted and replaced. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.